Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.: eval code-result 3233 and eval-code conclusion 11 are only applicable for the catheters. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheters were returned to the manufacturer for analysis on september 21, 2017 with no additional information.

Manufacturer narrative:
Analysis of the returned catheter identified damage to the transition tubing on the catheter body. Result code 3233 no longer applies. Conclusion code 11 will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Both catheter were returned. Analysis identified damage to the transition tubing on the catheter body of the previously implanted catheter (s/n: (B)(4)). Analysis of the catheter (s/n: (B)(4)) found no significant anomalies; the partial catheter was returned in one segment and was found to be acceptable during testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device. Other components include: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2016, it was reported that the hcp had issues connecting the pump catheter to the intrathecal catheter. The pieces would not slide into the collette and the hcp had to cut multiple pieces off of each catheter side before it would slide into the collette. No patient symptoms were reported. Additional information was received from a manufacturer's representative (rep). The rep provided the patient's date of birth and the serial number for the infusion pump. No other information was reported. Additional information was received on (B)(6) 2017 from the patient's hcp via the manufacturer's representative (rep). It was reported that the hcp found the bag with the catheter in question and gave it to the rep. The rep reported that they were returning it to the manufacturer for analysis. No further complications were reported. Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was reported that the bag contained pieces of the explanted catheter as well as the implanted catheter.